Manufacturer narrative:
Failure analysis noted that the insulin pump passed rewind, basic occlusion test, occlusion test, prime/compromised force sensor test, excessive no delivery test and displacement test. The pump had intermittent buttons due to corroded keypad traces. There was no button error alarm. There was no trace of moisture at the electronic and motor assemblies. The pump had cracked case at the display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 57 mg/dl at the time of incident. The customer's mother stated that the pump was submerged in the pool and there was visible water under the lcd. Troubleshooting for the low blood glucose was not completed because low was due to being active and stated that the pump could have been exposed to perspiration. She was advised to discontinue use of the device and revert to a back-up plan. She was advised that the device would be replaced. The insulin pump was returned for analysis.